Manufacturer narrative:
Concomitant medical products: product ID 3470, serial# (B)(4), implanted: (B)(6) 1991, product type: receiver. (B)(4).

Event description:
It was reported the patient¿s device had not worked since 1996 because he fell. The physician would not take the device out because it would be scarred in with the spinal cord and it would ¿cause problems¿ to take it out. The stimulator did not work. The patient was not able to have an MRI due to an unrelated medical event. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.